Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container lost suction. This occurred while filling the bottle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and identified one nonconformance that was issued this batch for low vacuum defects. The batch was completely re-inspected for low vacuum defects before being released. Visual inspection on the returned device noted bio-hazardous waste. Therefore, no further analysis could be performed. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.